Event description:
Device inserted by physician in left femoral artery. Suture needles did not deploy properly. One needle remained in device, one needle remained in pt's femoral area internally. Pt taken to critical care unit, stable, to or for device extraction.